Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent repair of internal intussusceptions with sacrocolpopexy with implant of a bard flat mesh, repair of rectocele and parks post anal repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.